Event description:
A customer contacted baxter's technical service center requesting assistance to end therapy on the homechoice (hc) machine during use. The home patient (hp)'s father stated that they were starting over with new supplies due to some air bubbles being in the line, but they did not know how to get the cassette out of the door. The technical service representative assisted with ending therapy on the hc cycler. The father to setup with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore no evaluation could be performed. This complaint is for air in tubing without an alarm was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. A root cause of the air was not identified. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available at this time. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
During a follow-up with the home patient (hp) regarding the air bubbles, it was found that everything was fine since the event. The hp stated that there was no patient injury.